Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. Customer confirmed touchscreen failure. Customer reported the touchscreen was replaced that resolved the issue the unit was tested and returned to service.

Event description:
The customer reported touchscreen failure. There was no patient involvement.